Event description:
It was reported that pump displayed malfunction alarm after pump was dropped. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, and successfully cleared malfunction, which did not recur; customer was advised to continue using pump and to call back if malfunction returned, and customer acknowledged understanding.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.